Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one actual sample was received for evaluation attached to a dark blue connector. A visual inspection with the naked eye and magnification noted a female connector returned separated from the light blue main body. The insert chip was not returned with the sample to verify if solvent was present; however, there was evidence present on the female connector indicating the insert chip was present during assembly. There was evidence of solvent inside the barrel of the light blue main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The inability to remove the set from the solution bag was not verified during functional testing; however a separation of the female connector from the main body was verified. The cause of the separation was due to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a connection issue; further described as ¿the nurse cannot disconnect transfer set from ultrabag¿. This occurred after treatment of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.